Event description:
It was reported that the patient had a gradual loss of stimulation/therapeutic effect. However, the patient stated that the pain she had was getting better and the stimulation was not needed. A device reprogramming was done but the system was eventually explanted. The patient was doing well after the explant and there was no sequelae. The event occurred during normal use. The patient status at the time of this report was "alive - no injury."

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
Analysis results not available at the time of the report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. No significant anomalies were found and that battery was functionally okay. If information is provided in the future, a supplemental report will be issued.